Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. DHR investigation results: nothing unusual to report was found during DHR review. A query indicates one additional complaint has been received for this lot number. Product not received at investigation site. Additional results or information will be submitted when/if it becomes available.

Event description:
In this event it is reported that protaper gold rotary sx 19mm broke during use. The broken part remains in the root canal. Patient referred to endodontist. Follow up pending. No injury.